Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 200 mg/dl and 94 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.